Manufacturer narrative:
A steris service technician inspected the sterilizer and found it to be operating properly. No issues were noted. The employee subject of the reported event was not wearing proper ppe, specifically gloves, during the time of the reported event. The operator manual states (pp. 6-14), "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." The steris technician stated that user facility personnel are not properly drying instruments before placement in the instrument packs. The operator manual states (pp. 1-2), "failure to thoroughly clean, rinse and dry articles to be sterilized could result in an ineffective sterilization cycle." The technician instructed user facility personnel of the proper use and operation of the sterilizer.

Event description:
The user facility reported that an employee obtained a burn after removing an instrument pack following a completed v-pro max sterilization cycle. No medical treatment sought. No procedural delays or cancellations were reported.